Event description:
The customer reported to olympus, the evis exera iii colonvideoscope had limited flexibility of bending section and there are physical defects of the bending section and inserting tube including unusual shapes. The device was returned for evaluation. During the device evaluation, the foreign objects were was found in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the evaluation found that limited flexibility of the bending tube was not confirmed. Additionally, the evaluation identified the following issues: foreign objects in the jet tube, deformation of the free/engage knob, third-party repair performed on the free/engage knob, lack of color in the suction cylinder due to damage on the seal ring, loss of water tightness, corrosion on the mount due to water leakage, corrosion on the circuit board unit in the suction connector, corrosion on the micro connector unit in the suction connector, corrosion on the scope cover connector case unit, corrosion on the plug unit, corrosion on the cable unit, loss of water tightness due to a cut on the bending section cover, loss of water tightness due to a pinhole on the connecting tube, a crack in the plastic distal end cover, a cut in the connecting tube, and a wrinkle in the universal cord based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the nozzle could not be established. However the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from the bending section cover or distal sheath the event can be prevented by handling the device in accordance with the following section of the instructions for use: -chapter 3 preparation and inspection of the operation manual cf-h185l/I -chapter 5 preventive measures are described in the reprocessing of endoscopes olympus will continue to monitor field performance for this device.